Manufacturer narrative:
The impella pumpe and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock, section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella cp support and as soon as the impella was started it went to auto mode and then immediately to p0 and a ¿impella stopped, motor current high¿ alarm was present. There was also an ¿ impella stopped, retrograde flow¿ alarm after. Attempts were made to restart the pump and the alarms remained present. The pump was removed and flushed in heparinized saline. The doctor stated that they saw something come out in the basin. The pump was reinserted and the impella was restarted. The pump was flowing however, motor current was high, flows in max and min matched, left ventricle waveform was severely distorted and pump appeared saturated. The doctor stated at the end of the case all waveforms appeared normal. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The pump was returned for investigation. No physical damage was noted on the returned product. Biomaterial was observed in the purge gap after soaking the pump in warm water. The pump was run in a bucket of water with saturated pump flow. Purge flow was observed to be within the normal specification range during testing. The data log shows several pump stops during the start of the case, but the pump was able to restart during the second insertion with saturated pump flow. The doctor also confirmed that the pump stopped after initial placement but was able to restart after being flushed with heparinized saline. The doctor also found something coming out into the basin during the flushing of the pump. The pump was utilized for one hour and then explanted. The cause of the temporary pump stop issue was most likely biomaterial, based on data log review and returned product investigation. The cause of the saturated pump flow issue was most likely biomaterial, based on data log review and returned product investigation. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions. Description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts. Imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization) any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. The pump was returned for investigation. No physical damage was noted on the returned product. Biomaterial was observed in the purge gap after soaking the pump in warm water. The pump was run in a bucket of water with saturated pump flow. Purge flow was observed to be within the normal specification range during testing. The data log shows several pump stops during the start of the case, but the pump was able to restart during the second insertion with saturated pump flow. The doctor also confirmed that the pump stopped after initial placement but was able to restart after being flushed with heparinized saline. The doctor also found something coming out into the basin during the flushing of the pump. The pump was utilized for one hour and then explanted. The cause of the temporary pump stop issue was most likely biomaterial, based on data log review and returned product investigation. The cause of the saturated pump flow issue was most likely biomaterial, based on data log review and returned product investigation. Thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions. Description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts. Imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization). Any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.